Event description:
A report was received that the patient is having pain at the ipg site. The physician does not believe that the patient has an infection but a slight skin irritation. The physician prescribed the patient lidocaine gel to put over the incision site to help with the pain.